Event description:
It was reported that the customer's insulin pump had an error alarm during prime. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing segments; problem isolated to the liquid crystal display board.